Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer representative reported a loss of suction and incomplete side cut related to patient movement during lasik procedure. Reporter indicated the patient interface was exchanged and procedure was completed.

Manufacturer narrative:
Customer stated patient movement, no technical root cause. (B)(4).